Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Additional information obtained indicated no damage was observed during prep. The catheter got stuck on the wire outside the body prior to insertion. The device never entered the patient. The md was advancing the ivus to the sheath outside when it got stuck. All portions of the device were accounted for after removal from the wire. The guidewire and catheter were removed as a system as per the IFU. The physician re-wired the lesion with a new wire, ivus'd with a new catheter of same device and completed with a stent. Relevant test lab data: no tests/laboratory data was available. Other relevant history: no information was available. Implant and explant dates: the implant or explant dates are not applicable to this device. The device, and the guidewire it was stuck on, were returned and the manufacturer's device was evaluated in accordance with the manufacturers policy. The catheter was returned separated with the distal portion stuck on the guidewire. The proximal portion of the catheter was visually and microscopically inspected and damage and defects were observed. Bends were present on the proximal shaft of the catheter 797 and 872 mm distal to the luer, the distal shaft was separated 6 mm distal to the guidewire exit port, the remaining portion of the device was returned stuck on the guidewire. The distal portion of the catheter, that was returned on the guidewire, was separated into three portions. The scanner and distal tip were separated at the base of the scanner with the connections broken at the weld legs and proximal fillet, the distal tip was wrinkled, a portion of the inner member was torn and wrinkled on the guidewire, the remaining portion of the weld legs, proximal fillet, distal shaft, inner member, and microcables were wrinkled along the guidewire, and the proximal radiopaque marker was compressed around the guidewire. Several kinks and bends present along the returned guidewire. The guidewire test could not be performed due to the catheter being damage and struck on the returned guidewire. The three separated portions of the device were attempted to be moved along the returned guidewire. One portion of the distal shaft could not be moved along the guidewire. As such, the reported shaft separation and guidewire movement issues were observed. The probable cause of the catheter becoming stuck on the guidewire is damage in use as evidenced by the compressed proximal radiopaque marker. Strain, impact, and forces associated with use can affect the integrity of the device. Additionally, several kinks and bends were observed on the guidewire that may have contributed to the binding between the wire and catheter. It could not be conclusively determined when or how the cause of the guidewire and catheter binding occurred. In addition to the catheter binding to the guidewire, the device was returned separated into four sections. The probable cause of the observed shaft separations is damage in use outside of the body. Strain, impact, and forces associated with use can affect the integrity of the device. The instructions for use (IFU) indicate when inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. The IFU also cautions to not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported during prep for a peripheral therapeutic procedure a catheter was advanced onto the wire. Halfway up the wire, the catheter got stuck. After multiple attempts by the physician and scrub tech to advance the catheter, they decided to just remove it. It wouldn't move that way either. The catheter separated at the rx port first, then the tip of the catheter separated. It never entered the body and the whole wire was removed and the physician had to re wire the lesion after laser atherectomy. A second catheter was used without a problem. There was no patient injury and no adverse event. Patient was discharged as expected. This event is being reported in an abundance of caution because when an additional attempt to separate the devices on the table was made the catheter separated at the rx port first, then the tip of the catheter separated.